Event description:
Customer reported that her insulin pump was malfunctioning and she had to be hospitalized due to high blood glucose. Customer stated that the blood glucose reading was 517 mg/dl, and was taken to the hospital for assistance. Customer stated that her insulin pump did not alarm to alert her of the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.